Event description:
Information was received from a consumer regarding a patient previously receiving bupivacaine 1 mg/ml at a dose of .3492 mg/day, dilaudid (hydromorphone) 10 mg/ml at a dose of 3.492 mg/day and morphine at an unknown dose/concentration via an implantable infusion system for non-malignant pain and failed back surgery syndrome. It was reported the patient's pump was surgically repositioned in 2008. It was also reported the patient's skin was thin since 2009-2010 at the bottom of their pump. Lastly, it had also been reported the area over their pump port had been numb since initial implant of their first pump. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.